Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump was set to infuse 50ml of paracetamol. Instead, the entire 100ml bottle was infused instead. The bottle of paracetamol contains 1000mg in 100ml. There was patient involvement, but no harm.